Event description:
It was reported that a perforation and a tilt occurred. A greenfield filter was implanted on (B)(6) 2006. On (B)(6) 2017 it was noted that perforation had occurred. In addition there was a slight posterior tilt of the filter. No further patient complications were reported.